Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their doctor had changed the settings of the insulin pump but their blood glucose levels were still over 500 mg/dl. They had been treating their high blood glucose with the insulin pump and manual injections. The customer's current blood glucose level was 250 mg/dl. The customer had symptom of abdominal pain. Troubleshooting was performed and insulin exited. It was found that the basal rates were programmed inaccurately. The bolus wizard was also programmed inaccurately. The customer was advised to follow up with their health care professional about the correct settings. The device will not be returned for analysis.